Manufacturer narrative:
Received one device. Visual inspection found no damage, however there was additional issues found during inspection. The downstream occlusion sensor (dso) seal was separating from the chassis. And sensor contaminated. Dso sensor, seal replaced. Also replaced the printed wire assembly (pwa) board due to lost of time. Performed calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device, during investigation found uso seal separating from chassis. Replaced uso seal. Found delaminated dso seal and contaminated dso sensor. It was reported that there the lens was scratched. The event occurred during testing.